Manufacturer narrative:
The pump is not available for investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the left femoral artery in an 84 year-old male patient presenting with acute myocardial infarction and cardiogenic shock. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage c. During support, bleeding was observed at the arteriotomy site around the repositioning sheath in the setting of a critically elevated partial thromboplastin time. The patient was receiving cangrelor. Manual pressure was applied, and forward tension suturing was utilized. The repositioning sheath was confirmed to be properly placed with angle matching. It was not reported whether blood products were administered nor the estimated amount of blood loss. Additional contributing factors included elevated mean arterial pressures of 110 millimeters of mercury. Anticoagulation was discontinued, and the access site was re-dressed. While on support, the impella cp device was operating at performance level 4 with expected flows of 2.6 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. The patient remained on inotropes, vasopressors, and ventilator support. A decision was made by the family to withdraw care, and the patient subsequently expired on support. Bleeding is a known risk associated with impella support due to anticoagulation requirements.

Manufacturer narrative:
Pdi/ major bleed : the cause of the bleeding at the access site was not determined due to insufficient clinical details.